Event description:
It was reported to a physio-control customer service representative that the customer's device showed all three icons (charge-pak, service wrench and attention) in the readiness display and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device did not show ok, and displayed the battery, attention and service wrench icons. It was observed that the analog pcb assembly caused the device not to power on. Physio-control then further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to field effect transistor, designator q16 on the analog pcb assembly causing excess current. Leg 3 of the field effect transistor, designator q16 pulled the voltage down from 11 volts to 9 volts and cause 124 ma of off current which depleted the internal hlc batteries. A replacement device was sent to the customer under warranty.